Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with cap/base of the universal seal assembly broken and separated; the lower ring was found broken. The orifices of the sleeve and the posts of the cap were noted to be cracked. Further evaluation found that the lens of the obturator was fractured. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparatomy procedure, the device leaked air with a hissing sound when a forceps was removed from the device. The pneumoperitoneum apparatus had abdominal air pressureof 10 mmhg/min and high flow. Another device was used to complete the case. There were no adverse consequences to the patient.